Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for a follow up. Upon interrogation, it was observed the pacemaker had a sharp drop in battery life. No intervention was completed to address this issue. There were no patient consequences.